Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was inserted into a 10.5 french sheath with the transvalvular insertion (tvi) tool. When the lead was pulled back slightly, due to the patient's difficult anatomy, the physician observed that the gore covering had separated from the distal end of the proximal shocking coil. A conductor fracture was also suspected. A new lead of the same model was implanted successfully using an 11 f sheath. No adverse patient effects were reported.